Manufacturer narrative:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. The request for additional information was responded to with the information requested but unknown. Based on the information available and the testing conducted, the cause of the reported problem was not determined.

Event description:
Philips received a complaint on the heartstart xl defibrillator/monitor indicating that during the shock test simulation, a red x was displayed. There was reportedly no patient involvement.